Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01734. It was reported that patient was experiencing ineffective therapy for around nine months. X-rays confirmed that the leads had migrated. As such surgical intervention took place on (B)(6) 2022, wherein the leads were repositioned. Post procedure effective therapy was restored.